Event description:
Literature: williams bs, christo pj. Obstructed catheter connection pin discovered during intrathecal baclofen pump exchange. Clin j pain. 2009;25(3):256-259. Itb dose increased over the 73 months of therapy due to increased spasticity and hypertonia. Dose was increased from 80 to 210 mcg/day two years post implant; 350 mcg/day 4 yrs post implant; 708 mcg/day 6 months prior to normal pump replacement (2000 mcg/ml) concentration. Patient reported adequate control of lower extremity spasticity and hypertonia. No battery alarm sounded and the patient did not manifest symptoms of baclofen withdrawal at any point during the 73-month course of therapy. One week before surgery, the patient noted a distinct increase in severe spasticity and an inability to defecate. Patient began oral baclofen therapy (80 mg/day) and diazepam (10 mcg/day) to reduce symptoms though response was minimal. Intrathecal dye study was not performed. Fluoroscopy and direct visualization revealed the pump catheter strain release sleeve disconnected from the pump catheter port and the lumen of the connection pin positioned between the pump catheter and intrathecal catheter was completely obstructed thus impeding the flow of fluid through the pin's internal orifice. The connection pin was removed from inside the pump catheter and sterile saline was successfully passed through the pump catheter. It was speculated that an untoward event (eg, patient's body habitus coupled with movement during transfer) triggered a disconnection of the pump catheter from the pump itself. The worsening symptoms and dose escalations may have been due to a progressive inflammatory response inside the lumen of the connection pin which may have initiated lumen narrowing. Alternatively, an unrecognized manufacturing defect in the connection pin may have partially obstructed the pin's lumen. A new sutureless pump catheter was connected to a new pump and the itb dose was reduced from 708 to 527 mcg/day to control hypotonicity.

Manufacturer narrative:
Catheter. See scanned pages.